Event description:
The service and repair department documented a device that failed inspection during synthes evaluation. It was reported that the ratchet bar is popping off of the device. No surgical information is available. This is not for a warranty replacement. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance is an anticipated service or warranty replacement issue. This complaint involves 1 device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An additional evaluation was performed. The customer reported the ratchet bar is popping off of the part. The repair technician reported worn out parts as the reason for repair. The cause of the issue is unknown. The ratchet, spring, and spring retaining screw were replaced. This item was repaired, passed final inspection and returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is an instrument and is not an implant/explant. Service history review: lot number 4553267 no service history review can be performed as this is a lot controlled item. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosisif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.